Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. M030347-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain upper ("pain: stomach pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), anxiety ("anxiety"), dizziness ("dizziness/lightheadedness") and hot flush ("hot flashes") and was found to have weight increased ("weight gain/loss: unspecfied") and weight decreased ("weight gain/loss: unspecfied"). The patient was treated with surgery (on (B)(6) 2018, she underwent essure removal.). At the time of the report, the menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, fatigue, weight increased and weight decreased outcome was unknown and the abdominal pain upper, nausea, anxiety, dizziness and hot flush was resolving. The reporter considered abdominal pain upper, anxiety, bladder disorder, dizziness, fatigue, headache, hot flush, menorrhagia, migraine, nausea, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 248 lbs . Lot number reported (m030347) is invalid . Most recent follow-up information incorporated above includes: on 11-jul-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. M030347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain upper ("pain: stomach pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), anxiety ("anxiety"), dizziness ("dizziness/lightheadedness") and hot flush ("hot flashes") and was found to have weight increased ("weight gain/loss: unspecified") and weight decreased ("weight gain/loss: unspecified"). The patient was treated with surgery (on (B)(6) 2018, she underwent essure removal.). At the time of the report, the menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, fatigue, weight increased and weight decreased outcome was unknown and the abdominal pain upper, nausea, anxiety, dizziness and hot flush was resolving. The reporter considered abdominal pain upper, anxiety, bladder disorder, dizziness, fatigue, headache, hot flush, menorrhagia, migraine, nausea, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. This case is incident. Previously reported event injury was updated to more specified events ¿abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines/headaches, nausea, pain: stomach pain, fatigue, weight gain/loss, anxiety, dizziness/lightheadedness, hot flashes and did not undergo confirmation test¿ were added. Events ¿anxiety, pain: stomach pain, nausea, dizziness/lightheadedness, hot flashes outcome was updated to recovering/resolving¿. Reporter, essure indication (amended), essure lot number, essure removal date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.